Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the clinical evaluation, the reported unclassified type endoleak appears to have been a proximal endoleak and a non-device related type ii endoleak, both of which were confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause of the event was not definitely identified but the following were possible contributing factors: the 24% change in aortic neck diameter (conical); the greater than 2.3 cm diameter of the right iliac artery (2.5cm); the greater than 90 degree of the left iliac artery; the aortic neck calcifications; the multiple patent lumbar arteries; the impending ruptured state of the aneurysm; and the patients use of anticoagulation therapy. There was evidence of user error (unintentional misuse) verses stent migration due to the left juxtarenal position of the suprarenal stent.

Event description:
It was reported that the patient came in for a secondary procedure due to an endoleak. Reportedly, the patient was not feeling well and computed tomography scan revealed that the proximal extension had slipped and there was an endoleak. During the initial procedure, it was discovered that the proximal extension was placed low and had not slipped. There was evidence of a type ii leak but not a type ia. Therefore, the physician placed another suprarenal aortic extension in the patient, and the patient is stable.